Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received inappropriate shock therapy due to myopotential oversensing on primary sensing vector 1x. The physician tested secondary vector and found myopotential oversensing on this vector as well. Technical services (ts) was consulted, and after a review of both device data and available x-rays, repositioning of the whole system was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.